Event description:
After an implantation period of approx. 138 months, it was reported that the shock impedance was too high. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin (into two segments). The proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The shock coils, fixation helix and insulation (between 29.5 and 25 cm proximal to the lead tip) were found covered in fibrotic growth. Calcifications are known to cause high impedances and is thus assumed to be the root cause of the reported clinical observation. Furthermore, the shock coils and fixation helix were found deformed, these deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.